Manufacturer narrative:
Device evaluated by MFR:the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 58cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and balloon folds. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occured. The target lesion was located in the right coronary artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the inflation, it was noted that the shaft was fractured 15 cm away from the physician's hand. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occured. The target lesion was located in the right coronary artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the inflation, it was noted that the shaft was fractured 15 cm away from the physician's hand. The procedure was completed with a different device. No patient complications nor injuries were reported.